Event description:
It was reported that on (B)(6) 2024, a 21mm epic valve was chosen for a procedure. The valve was implanted as per instructions for use (IFU). After closing, the intraprocedural transesophageal echocardiogram (tee) showed an unpredictable central jet from newly implanted valve. The leak was clinically unacceptable and they decided to explant the valve. The valve was explanted and a new 21mm epic supra valve was implanted. There was no central jet noted after the implant. The results were satisfying and the patient was reported stable. There was no delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of explant due to central regurgitation was reported. The device was returned to abbott for investigation and the sewing cuff was intact and contained blue thread protruding from the cuff. Bloody fluid was noted throughout the device. All three stent posts were normal in appearance. No other anomalies were found on the device. The valve was sent for functional testing to confirm valve coaptation and function, which indicated the valve functioned normally, with the leaflets coapting under pressure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported event could not be conclusively determined.